Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA #(B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor ruptured during patient use. The device ruptured thirty minutes after being connected to an unknown patient. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was found in the package. While unpacking an encore inflation unit, "some" hair was observed inside the package. There was no patient contact. The procedure was completed with another encore inflation unit. No complications were reported and the patient's status is good.